Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: 0197-71-1511. The initial reporter email is not available. [Conclusion]: the healthcare professional reported that during the embolization procedure with the target on the anterior communicating artery (acom), the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30412525) was used, but there was resistance felt between the complaint coil and the sheath. The wire was pushed but it was not able to advance. The coil was replaced with another 1.00mm x 3.00cm galaxy g3 mini coil from a different lot, and it was used without any issue. Continuous flush was maintained through the microcatheter. There was no report of any appearance of damage on the device at any time. It was reported that the introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. Excessive force had not been applied to the device. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device was observed to be in good, normal condition without any damage nor anomaly. Microscopic inspection was performed. Under magnification, it was observed that the embolic coil was stuck inside the introducer in damaged condition. Functional evaluation could not be performed due to the embolic coil being stuck inside the introducer. A review of the manufacturing documentation associated with this lot (30412525) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. The complaint reported that during the procedure targeting an acom aneurysm, the 1.00mm x 3.00cm galaxy g3 mini coil was impeded in the introducer and could not be advanced. The device was returned for evaluation and analysis. During the microscopic inspection, the embolic coil was observed stuck inside the introducer. This confirmed the issue reported. In addition, it was also noted that the coil was in damaged condition inside the introducer. Procedural factors and device handling during the procedure may have contributed to the reported issue; the exact cause cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following cautions: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Refer to coil retrieval. ¿ the detachable coils are delicate and must be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. ¿ failure to open the second rhv sufficiently prior to slow and careful removal of the delivery tube from the patient could result in damage to the distal portion of the delivery tube. Coil damaged is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. The coil can become damaged during attempts to advance or withdrawal it against resistance. The issue that was reported with the use of the 1.00mm x 3.00cm galaxy g3 mini coil was that the coil was impeded in the coil introducer and the coil could not be advanced. The damaged condition was not originally reported. It is possible that during attempt to advance the coil when the resistance with the sheath was encountered, the coil became damaged as it was being handled. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the coil in the observed damaged condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the embolization procedure with the target on the anterior communicating artery (acom), the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30412525) was used, but there was resistance felt between the complaint coil and the sheath. The wire was pushed but it was not able to advance. The coil was replaced with another 1.00mm x 3.00cm galaxy g3 mini coil from a different lot, and it was used without any issue. Continuous flush was maintained through the microcatheter. There was no report of any appearance of damage on the device at any time. It was reported that the introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. Excessive force had not been applied to the device. The complaint device was returned for evaluation. During the microscopic inspections of the returned device, the embolic coil was observed stuck inside the coil introducer in damaged condition. Based on the product analysis on 06 september 2021, this event has been deemed MDR reportable as a ¿malfunction.¿